Event description:
Revision surgery revealed polyethylene wear of the tibial insert.

Manufacturer narrative:
Summary of evaluation: the tibial component can be evaluated for the reported wear as it has not been returned to howmedica but rather has been discarded by the hospital. The medical opinion stated that the poly wear is normal for the 14 years of use.